Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4) 2010 of complaints for additional reportable events. Three sample bar code labels were received from the site and were tested using the quick check 600/800 series bar code verifier. The label symbology is codabar with no check character. The sample labels failed specifications for reflectivity of media. Note that the sample bar code labels are not a beckman coulter inc product. It was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. There was no service information provided in connection with this event.

Event description:
The customer reported that the lh750 hematology analyzer misread the sample barcode label for (B)(6) as (B)(6) with a no match message accompanying the instrument readout. The sample barcode label was re-read and was correctly identified upon repeat. There were no erroneous or mis-identified results reported outside the laboratory. There were no reported changes to patient treatment as a result of this event.